Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a nanocross pta balloon catheter along with a non-medtronic 6fr sheath and nitrex 0.014" guide wire during procedure to treat a moderately calcified plaque lesion in the left mid superficial femoral artery (sfa) with 80% stenosis. The vessel diameter and lesion length are 6mm and 60mm respectively. A non-medtronic inflation device was used to inflate the balloon. There was no damage to device packaging. There was no issue noted while removing device from hoop/tray. The device was prepped per IFU with no issues identified. During second balloon inflation a circumferential/radial burst occurred at 12 atm. All balloon fragments were retrieved. The device passed through a previously deployed stent. No resistance occurred while advancing device. It was reported that physician was post dilating a stent when the balloon ruptured. The balloon was then removed with all pieces attached. A second nanocross balloon was used to finish dilating the stent. No patient injury or other issues happened during the procedure.